Event description:
It was reported that the spider arm/leg positioner began to make a constant noise that staff reported as an abnormal sound. Also, the spider would not stay in the correct holding position for use.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the motor ran continuously and the unit never pressurized. The migration level was 2.4, which is indicative of excessive oil loss. The solenoid valve and dumbbell failed. The complaint was confirmed and the root cause has been associated with a seal failure. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.